Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's display could not be read after moisture exposure. Caller stated that the customer jumped into a swimming pool while wearing the device. Blood glucose level at the time of the incident was 425 mg/dl, which was treated with manual injection. The caller reported fluid under the display. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, scratched reservoir tube window, cracked display window, slightly tilted and loose drive support disk.